Event description:
Information was provided that resistance was encountered at 4cm after the puncture point (basilic vein). The physician did an echographic control to check if there was a stenosis. As no problems were noted it was decided to remove the wire guide. To avoid stretching of the wire on the needle bevel, the physician removed the needle and wire simultaneously and very carefully. One piece of the wire broke, remaining inside the patient's arm. It was impossible to take out but there was no danger for the patient. We were advised that the customer felt the distal part of the wire seems to be fragile.

Manufacturer narrative:
Evaluation: a visual examination of the returned opened, used and damaged device found the distal weld connection has separated from the mandril wire, allowing the entire length of the coil to become elongated. In addition, it was noted the distal weld ball was missing. Based on the information provided, it is feasible to suggest the device met with resistance beyond its intended capabilities. We can advise that this type of damge may also occur if the wire guide comes into contact with the bevel of the needle during the initial placement and/or withdrawn through the needle. Per the label affixed to the wire guide holder, it is stated: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage."